Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The battery charger board 2 was not charging circuit. The rep replaced the charger board 2 and the batteries that it charges as a precaution. After replacement, the imaging system passed the system checkout. The system was found to be fully functional. The hardware investigation found that the reported event was related to an electrical issue. The battery charger 2 pcb did not pass a functional bench test. The charger b output test measured 0 volts on all 4 load test. The green led on charger b output was not lit. All other charger circuits c, d, e, f, g and h were all working and within specification. As mentioned above the components were replaced to resolve the issue.

Event description:
A medtronic representative reported that they were receiving intermittent 2d fluoro images from the o-arm. They tried to use both the foot petal as well as the handswitch. Every five or six attempts the system would actually take a shot. After a few shots the system started beeping continuously. They were able to reboot the system to resolve the beeping, the 2d issue was not resolved. They were able to proceed by waiting until the 2d worked. They experienced no issues with the 3d spin. The surgery was completed with navigation and there was no impact to the outcome of the patient.

Manufacturer narrative:
(B)(6).